Event description:
The customer reported that the sys was displaying an x-ray disabled error message and would not produce x-rays. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The nuts on the workstation main transformer were retightened. The sys was then found to be operating as intended.